Manufacturer narrative:
Analysis found that a partial lead (only the distal portion) was returned in one piece measuring 40.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the right ventricular lead exhibited noise. The patient was brought to the clinic; upon device interrogation, it was noted that the lead had been switched to unipolar pacing due to increased capture thresholds in bipolar configuration. The lead was coded as unipolar instead of changing the pacing vector, resulting in oversensing. The lead was reprogrammed, noise was still visible but was not being over sensed. Lead damage was suspected due to the patient¿s high physical activity. The patient was in stable condition.

Event description:
New information received notes that the lead was explanted and replaced. A small hematoma was noted at the brachialcephalic/superior vena cava juncture, but it was resolved in the following morning. The patient was in good condition and was discharged.

Manufacturer narrative:
Correction: a4 the results/method and conclusion codes along with investigation results will be provided in the final report.